Event description:
Caller reported a malfunction on the pump, which occurred after the device was dropped. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose. Caller acknowledged the instructions provided.